Manufacturer narrative:
Supplemental report was created for correction.

Manufacturer narrative:
The pump had cracked and bleeding lcd glass. The pump also had missing display lcd window, cracked and or broken case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they were stuck by piece of wood and it damaged the pump. The customer's blood glucose level at the time of incident was 100mg/dl. The customer states there was a hospitalization. The customer was advised the pump would be replaced and returned for analysis.